Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user reported experiencing intermittent hearing with the device. There is no report of any accident or trauma to the implant site. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing intermittent hearing with the device. There is no report of any accident or trauma to the implant site. Re-implantation is considered.